Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was off the track and literally came off the hinges. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the issue had been caused by a misaligned frame that left the slide members off track, preventing drawer 3.2 from opening fully and requiring force to open. A field service engineer resolved the issue by removing the back panel, replacing the drawer, restarting and configuring the station in hta, and reinstalling the cubies, after which the new drawer functioned properly. The system functioned as intended after the field service engineer completed the repair.